Event description:
It has been reported that x-rays indicate a broken peanut plate screw. Patient outcome: no correction, asymptomic bowing. Revision surgery scheduled for (B)(6) 2010.

Manufacturer narrative:
Additional part involved.part no. Descr. 24616 16mm step peanut plate.date implanted: (B)(6) 2008.date explanted: expected, (B)(6) 2010.